Event description:
The customer reported that non-actionable white blood cell (wbc) and differential patient results and quality control results were generated from a coulter act diff analyzer. Aperture alert instrument generated flags, which are indicative of a potential problem with the integrity of the test result, were generated during this event however it is unknown whether the instrument flags were associated with patient or quality control results. The actual patient results and quality control results were not provided by the customer. It is unknown as to whether the non-actionable wbc and differential patient voteout results were reported from the laboratory. Due to the wbc and differential result aperture alerts, the beckman coulter inc. Customer technical specialist (cts) assisted the customer with bleaching the wbc count path. While running a cycle, the red blood cell bath overflowed and leaked a few milliliters of fluid onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved via beckman coulter inc. Led customer troubleshooting. The beckman coulter inc. Customer technical specialist had the customer reposition the pinch tubing associated with a specific pinch valve to resolve the issue. The instrument was returned into service after completion of the verified repairs. The failure mode of this event was misaligned pinch tubing. The failure mode has the potential, upon recurrence, to cause discrepant results.